Manufacturer narrative:
Concomitant medical products: product ID: 24950j, remote monitor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor transmission report was missing the magnet electrograms. It was further reported that a review of the remote transmission files confirmed that the missing electrograms were caused by telemetry noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.